Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified left circumflex (lcx) artery. The lesion was pre-dilated with an unknown balloon. The physician advanced and deployed the 2.5x24mm taxus element stent in the distal lcx to postlatateral lcx crossing the posterior descending lcx. A unknown size taxus element stent was deployed in the distal lcx overlapping the previous stent. It was noted that following deployment of the second stent the 2.5x24mm taxus element stent was bent "at a right angle in the bifurcation". The distal portion of the stent was malapposed when the delivery balloon was removed. The physician post-dilated the malapposition with a kissing balloon technique in the lcx bifurcation. There were no further patient complications reported and the patient status is good.